Manufacturer narrative:
The technician found the siderail arms were damaged and the weldment was loose. The technician replaced the siderail arms and secured weldemnt screws, securing siderail to frame to repair the bed.

Event description:
The account stated, the siderail would not latch when cleaning the patient.